Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the pain was not determined. The patient was admitted to the hospital overnight for observation and discharged (B)(6) because the pain was under control. The abdominal pain had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient experienced abdominal pain after implant. There were no known factors that could have contributed to the issue. The rep performed an impedance check which showed a normal range for the lead. The patient was admitted overnight to the hospital for observation. It was noted that the issue was not resolved at the time of the report. No device issues were reported. No further complications were reported/anticipated.